Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat the posterior descending artery, which was moderately tortuous and mildly calcified with 75% stenosis. The xience v stent was advanced to the lesion and upon inflation, the balloon ruptured. During an attempt to remove the device from the pt, the stent implant caught in the target lesion and the stent implant could not be removed. Therefore, the xience v stent delivery system (sds) balloon was inflated to 20 atmosphere and the stent was able to be expanded enough to remove the sds and to use a dilatation balloon catheter for post dilation. The stent was deployed within the lesion. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.